Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no patient harm, adverse outcome, or injury and no delays. No patient info can be disclosed.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a frayed yaw cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken cable was confirmed by failure analysis.